Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a pci procedure an attempt was made to use a 2.50x26mm resolute onyx rx coronary drug eluting stent to treat a lesion located in the proximal left anterior descendent (lad). The device was inspected with no issues noted. The device was prepared by the scrub nurse and checked by the consultant cardiologist. No structural damage and no visible fault was noticed. Negative prep was performed without issue. The device did not pass through a previously deployed stent. It was reported that when the stent was placed in the lad in the target lesion it was decided to instead use a slightly longer stent after reviewing angiographical pictures. While attempting to remove the 2.50x26mm resolute onyx stent it became dislodged in the lad. An attempt was made to advance a second pci wire, however it could not advance through the dislodged stents lumen and was abandoned due to the high risk of left main stem dissection. The stent was therefore deployed in the proximal lad initially using a non-medtronic balloon. Further expansions were performed with different increasing balloon sizes until adequately expanded. The patient was noted to have been stable throughout the procedure with normal vital signs and no ECG changes. The procedure was completed without any further complications or adverse events. The patient was reported to be alive with no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tortuosity and calcification were minimal. The lesion was pre-dilated. Minimal resistance was noted. Update to pt's weight and explant date. If information is provided in the future, a supplemental report will be issued.